Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had damaged. The customer¿s blood glucose level was unknown. Customer stated that the plastic pieces were chipped from the reservoir. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.